Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was not able to reach the patient via phone after several attempts. A letter was sent to the lay user/patient. The patient reported obtaining a result of 430 mg/dl on the subject meter. She took 15 units of insulin (humalog) following that result. She developed symptoms of being sweaty and shaky. The patient also reported that about an hour later, she went to the emergency room and her blood glucose on the ER meter was 32 mg/dl. She was placed on an IV, but she did not know what was in it. The patient also ate a turkey sandwich. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The alleged high result was verified in the meter's memory. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient reported that she obtained a high result on the reported meter, took insulin, and became hypoglycemic. Replacement products were sent to the lay user/patient.